Manufacturer narrative:
External insulation abrasion was noted at 8.8-8.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 30.0-30.9cm from the connector pin, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 48.8-49.0cm from the connector pin. Externalized conductors due to internal insulation abrasion were noted at 53.2-56.0cm from the connector pin. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 54.0-56.0cm from the connector pin. The etfe coating of one sensing conductor was abraded and the inner coil was exposed at this location. This is consistent with the field observation of oversensing.

Event description:
It was reported that rv lead oversensing caused several vf episodes. Magnet was placed on the device, and the patient was monitored in the hospital. A couple of days later, decision was made to explant the lead. Prior to explant procedure, externalized conductors were observed. The lead was replaced; patient was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.